Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of "bad touch pad". The unit in its received condition permitted power up, navigation, and pump run, however has limited keypad operation due to intermittent response from row 3 keys (#0, #1, #2, and #3) caused by a failed keypad. The remaining keys were tested and are functioning as expected. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump has a "bad touch pad". Any patient involvement, injury or medical intervention is unknown.